Event description:
Maude report mw 5036402 submitted by patient states that he was revised on (B)(6) 2008 to address "tilting and slippage" of the talar component, causing pain and disfunction of gait and limited daily living activities. He also states that he was revised again on (B)(6) 2014 to address wound issues that were determined to be caused by a broken talar component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: update rec¿d 11/03/2014 - patient's medical records were received. The supplied patient medical records were reviewed by a depuy medical professional and the reported was confirmed. From a medical perspective, based on the information available, it is not possible to know if the complaint is product related. The implant and instrument sheet submitted within the reviewed medical records noted that the surgeon used depuy competitor instrumentation and not the depuy agility ankle arthroplasty instruments. It is not known to what extent, if any, this may have contributed to the reported patient problems but depuy products are not designed to work interchangeably with competing manufacturers¿ products. The patient is on several medications that affect bone weakness, loss or resorption, cause tendonitis, joint paint, bone pain and osteoporosis. It is not known to what extent, if any, these issues may have contributed to the patient problems reported. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/03/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 11/21/2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided talar product and lot combination from the original surgery. Review of the device history records and/or a lot specific complaint database search was not possible for the talar component from the second revision surgery as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary